Event description:
During a call to the baxter technical service representative (tsr) for an unrelated issue, the patient indicated that he had peritonitis. A follow up call was made to the facility nurse on (B)(4) 2012. The nurse confirmed the event of peritonitis. The patient was hospitalized for 2 days. The patient was treated with fortaz 1gm intraperitoneal (ip) and cipro (dose and route unknown) and remains on the antibiotic at this time. The patient had been retrained recently and the cause of the peritonitis was due to the patient's intestinal constipation. The patient is considered to be recovering. No exit site or tunnel infection was associated with the peritonitis. The nurse indicated that the cause of the peritonitis was unrelated to the pd therapy or baxter devices. No further information was available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h12e31067 and h12d18018) with no defects noted. The peritonitis was not confirmed. The root cause for this condition is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 1st of 3 reports related to this event.